Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) triggered an electrical test failure code #50 upon startup. He customer repeatedly restarted the device, but it remained unusable. The customer replaced the device with another one. There was no patient involvement or harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes), h11 event site telephone- (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the shock mount and pump assembly. The unit tested normal in all functions and parameters and was then delivered to the customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had alarmed with electrical test failure code 50 upon startup. The customer repeatedly restarted the device, but it remained unusable. The customer replaced the device with another one. No harm or injury to the patient was reported.